Event description:
It was reported in the literature that a patient was diagnosed with right basal ganglia hemorrhage and underwent debridement and craniotomy decompression surgery on an unknown date and an absorbable hemostat was used. Although a satisfactory effect was achieved, the patient was hospitalized for grand mal seizures five months later. Subsequent magnetic resonance imaging revealed an intracranial space-occupying lesion. After undergoing en bloc resection of the lesion, the patient was diagnosed with an absorbable hemostat related intracranial giant cell granuloma by histopathology.

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.